Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the monitoring printed circuit board (pcb) was identified as defective. Monitoring pcb is a part of the subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also the can-bus master. Evaluation of device's logs confirmed occurrence of claimed technical error. Defective part was not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective monitoring printed circuit board.

Event description:
Manufacturer's ref #: (B)(4).